Event description:
In 2004, the therapy patient was implanted with a vented electric left ventricular assist device (lvad). It was reported by the vad coordinator, that the patient's family member had went out to get the mail, and when they returned, the patient was unconscious. The ems was called and the patient was taken to the nearest emergency room. The patient could not be revived. The patient was pronounded dead. An autopsy was performed at an outside hospital. On the autopsy report, the pathologist stated finding suture material and "extraneous material" extensive in all coronary arteries. The patient was buried with the device.